Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.

Event description:
It was reported that the physician prepared the arrow-trerotola percutaneous thrombolytic device (ptd) for percutaneous thrombectomy, then advanced the sheath & turned on the rotator. The basket worked well at first, however, suddenly the proximity of rotator cable broke. According to the physician, he did not attempt to use the ptd "toothbrush" technique when basket was active. In addition the cumulative activation time of the ptd catheter was limited to 30-60 seconds in tight curves. As a result, the device with the attached catheter sheath was removed & the procedure was completed with another ptd set. A twenty minute delay was reported. The insertion site was the left arm arteriovenous (av) fistula. The male pt had an av fistula thrombosis. The pt was reported in good condition & without complications.